Event description:
Customer reported he experienced a severe hypoglycemic event on (B)(6) 2014, and he believes the insulin delivery of the infusion device is inaccurate. He began shaking his head, had spasms in both arms, and then his lower torso seized. He fell down and lost consciousness. His son-in-law delivered a glucagon injection. His son-in-law measured his blood glucose, and the results were 34 mg/dl and 20 mg/dl. He contacted the paramedics. His blood glucose was 36 mg/dl and below 20 mg/dl on the professional meter. He was treated with dextrose and transported to the hospital. He was treated with an IV at the hospital but is unsure of the contents, and he was discharged that same day. On the day of the report, his blood glucose was 221 mg/dl at 4:40 pm. He ate 1 hour after the reading, and then his blood glucose decreased to 32 mg/dl at 5:45 pm. He was shaky, cold, and had a headache, and he was able to eat yogurt to increase blood glucose. Follow-up was completed on (B)(6) 2014, and he reported his blood glucose was 530 mg/dl that morning. The infusion device, adapter, cartridge, and infusion set were requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.